Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of backup battery fault alarms was confirmed via the submitted and downloaded log files but was not reproduced during evaluation of the returned heartmate 3 system controller. On 09dec2025, the log file captured backup battery fault alarms due to the backup battery not passing the load test. The backup battery did not pass the load test due to the unloaded voltage being below the passing threshold. The backup battery fault alarms were active until the driveline and both power cables were disconnected on 09dec2025. This series of events is consistent with the controller exchange. The pump operated as intended while the driveline was connected and there were no other notable events captured on the reported event date. The retuned controller, serial number (B)(6), passed all functional testing procedures and successfully operated in a mock circulatory loop for an extended period without issue. Throughout testing procedures, multiple load tests were performed, and no atypical alarms were able to be reproduced. The provided information indicated the alarm resolved with the controller exchange. A root cause for the reported event was not conclusively determined through this analysis. A corrective action was opened to further investigate this issue. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, describes the visual and audible alarms associated with the backup battery faults and how to resolve them. Section 2 of the IFU, entitled ¿system operations¿, includes how to perform a self-test on the system controller. It notes the importance of doing the test daily to ensure alarms are functional. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that there was an emergency backup battery (ebb) fault alarm on (B)(6) 2025. It was the 5th alarm since implant. After assessing ribbon and battery after opening the system controller the ribbon was very loose at the base. They exchanged to a new system controller with new ebb. The ebb fault alarm resolved. Self-test was performed with no further issues.